Event description:
It was reported that the customer was admitted at the intensive care unit due to high blood glucose of 859mg/dl. Troubleshooting was performed. Ran a self and fixed prime and the insulin exited. The programming, time, and date were correct. The bolus and basal history match with the daily totals. It was stated that the customer consumed alcohol drinks and ate dinner during a party. It was stated that the customer bolused, but the bolus history could not be confirmed. It was stated that the customer fell and fainted, and other party members called the paramedics. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.